Manufacturer narrative:
Section a2: age and/or date of birth: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Device evaluation: the device was not returned to the manufacturing site; therefore, product testing could not be performed, and the reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this po number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting the preloaded toric monofocal intraocular lens (iol) into the patient¿s right eye, both the surgeon and scrub technician observed that the lens was coming out of the loader backwards. The lens was immediately removed and another lens was inserted. There was patient contact. Through follow up, it was learned that the lens was fully delivered and then removed and replaced during the same procedure. There was no patient injury. No medication outside the standard of care was prescribed. It is unknown if any unplanned surgical intervention or additional surgical maneuvers outside the normal standard of practice were required or if there are any planned surgical interventions. The patient status is unknown. No further information was provided.